Event description:
User received questionable ise results for 2 patient samples. The results for 2 samples were provided. Only 1 sample had discrepant results for sodium and potassium. The initial sodium result was 80 mmol/l and the initial potassium result was 2.7 mmol/l. The same primary sample tube was repeated on another c501 analyzer, (B)(4), at the site, and gave a sodium result of 140 mmol/l and a potassium result of 4.8 mmol/l. Erroneous results were not reported outside of the laboratory. The patients were not affected. Sodium electrode lot number - e97. Potassium electrode lot number - m91. The field service representative determined there was a problem with the sodium and reference electrodes. He replaced the sodium and reference electrodes. Calibrations for sodium, potassium and chloride passed with acceptable results and controls recovered within customers specifications. Customer reported no further issues.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.